Manufacturer narrative:
Device code 1494: off label use (age < 21 years old). Device evaluation: lens was returned in a micro-centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found residue on the lens and no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -04.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.